Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's health care provider (hcp) requested for the customer to update basal settings for 10:00 pm and 12:00 am due to a pattern of repeated highs in the evening. During troubleshooting, tandem's customer technical support educated the customer on how to update basal settings. Reportedly, the customer experienced elevated blood glucose (bg) levels in the 500's (mg/dl) range with ketones. The customer delivered a correction bolus via the pump to stabilize elevated bg levels.